Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-08194. It was reported that the patient passed away on (B)(6) 2023. The cause of death was not provided. Whether the outcome was device or therapy-related was not provided. A review of the log file revealed what appeared to be a controller exchange on (B)(6) 2023, disconnection and reconnection of the driveline three times, and low flow events. Clock not set and no external power alarms were present from the beginning of the log file data. The clock was set to an updated timestamp at (B)(6) 2023 at 21:54:04. The no external power alarms resolved when the system was connected to battery power at approximately (B)(6) 2023 at 21:23.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange, driveline disconnects, a no external power event, and clock not set alarms was confirmed via log file analysis. The controller event log file, extracted from (B)(6) , was reviewed and the exact timespan was unable to be conclusively determined due to the clock being reset to a default timestamp. From the beginning of the log file, clock not set alarms were active until the clock was updated on (B)(6) 2023 at 21:54:04. After the updated timestamp, the data spanned approximately 28 minutes (21:54:04 ¿ 22:22:33, (B)(6) 2023 per timestamp). From the beginning of the log file, (B)(6) 2000 at 6:22:56, no external power and power cable disconnect alarms were active; however, the onset of the loss of external power was not recorded in the log file due to the data being overwritten. The backup battery supplied power to the system during this event. On (B)(6) 2000 from 6:40:11 ¿ 6:40:15, 6:42:54 ¿ 6:43:04, and 6:43:11 ¿ 6:43:17, the driveline was briefly disconnected, causing the pump to stop. Each time the driveline was reconnected, the pump regained speed above the lsl within 4 seconds. A review of the controller periodic log file, extracted from (B)(6) , contained data spanning approximately 58 days ((B)(6) 2020 ¿ (B)(6) 2021, per timestamp). Of note, the system controller was connected to pump (B)(6) throughout the captured data. The periodic left ventricular assist device (lvad) log file, extracted from (B)(6) , was reviewed and the clock was reset to a default timestamp after (B)(6) 2023 at 5:12:12. This is consistent with a controller exchange and the pump restarting. Before the clock reset, the data spanned approximately 11 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). Of note, the timestamp was not synced with the timestamp in the controller periodic log file. This is consistent with controller (B)(6) not being in use with pump (B)(6) from (B)(6) 2023 ¿ (B)(6) 2023. The heartmate 3 system controller (s/n: (B)(6) ) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low flow, no external power, clock not set, driveline disconnect, and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. Heartmate 3 instructions for use , rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook , rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 instructions for use , rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use , rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 instructions for use, rev. C, section 5 ¿surgical procedures¿ instructs customers that sterile product, which includes the system controller, are intended for a single use only and should not be re-used or re-sterilized. ¿components of the heartmate iii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised. Contact thoratec for return materials authorization (RMA).¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related pump MFR #: 2916596-2023-08058.